Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that on (B)(6) 2017 the device "did not alarm". The device was in use for monitoring at the time of the alleged malfunction. No death or patient / user injury or harm was reported.